Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that the paramedics were called and provided the patient with an insulin shot and IV therapy. The patient stated they were transported to the emergency room because their blood glucose kept decreasing despite the unspecified first aid from the paramedics. Reported values of cgm 70 mg/dl; bg 20 mg/dl were provided; however, it is unknown when these values were taken in comparison. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced incoherence and decreased responsiveness. The spouse checked the bg which was 20 mg/dl while the cgm read 70 mg/dl. When she woke briefly, her spouse attempted to treat her with carbohydrates; however, she was unable to swallow, so he called an ambulance. The patient was treated with IV dextrose by paramedics; however, because hypoglycemia did not improve, she was transported to the emergency department and was treated for 4 hours before being discharged. At the time of the report, the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.